Manufacturer narrative:
Based on the available log file, the reported case could be reconstructed. It was found that during the case in question, a failure of the inspiratory pressure sensor of the vgc (ventilation and gas controller) was detected by the device. In consequence, the ventilator initiated an autonomous shutdown while changing mode to man/spont accompanied by the corresponding "ventilator fail" alarm as specified. In this case, manual ventilation as well as monitoring function remains unaffected. Dräger finally concludes that the device reacted as specified upon a sporadic failure of the inspiratory pressure sensor. On-site, in follow-up of the event, the dispatched fse replaced the affected pressure sensor as a precautionary measure. The device was successfully tested afterwards and was returned to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during operation. No injury reported.

Event description:
It was reported that a ventilator failure occurred during operation. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.